Manufacturer narrative:
The subject device was returned for investigation and inspected. The reported difficulty in advancing the device could not be confirmed. However, the shaft breakage and the difficulty connecting to the connector cable were confirmed. The cause of the device shaft breakage could not be determined. The difficulty connecting the catheter to the connector cable can be attributed to manufacturing of the device. During the investigation, the pcb inside the connector boot plug was found to be tilted in the bottom of the housing. This caused the hv pins to be angled and not centered in the housing, which prevents it from fully connecting to the connector cable. The complaint has been shared with manufacturing personnel in an effort to increase awareness and focus on attention to detail for the tilted pcb. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
A shockwave c2 aero coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in the coronary arteries. Difficulty was encountered with the connector cable, which did not connect to the ivl catheter hub easily. The catheter was subsequently advanced toward the target lesion; however, resistance was noted during advancement. On a second attempt to deliver the catheter, the catheter broke while advancing and did not deliver smoothly. The device was carefully withdrawn and was confirmed to be removed in its entirety, with no fragments remaining in the patient. The ivl catheter was replaced with a non-compliant (nc) balloon, which advanced without difficulty. The procedure was successfully completed with an nc balloon and stent placement. There was no patient harm reported.